Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that her mother was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose value over 600 mg/dl. The customer's current blood glucose was over 400 mg/dl. The customer did not experienced symptoms as a result of high blood glucose. The customer¿s daughter also states had received no delivery alarm however, the insulin did exit. The customer also states the infusion set cannula was bent. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was done for high blood glucose and under delivery. The customer performed the high pressure test and displacement test and both the test did pass. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.